Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg site was swelling and looked infected. No further information was provided to bsn.